Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2203e because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material #: 2203e, batch#: unknown. It was reported by customer that leakage. Verbatim: rcc received a complaint via email. I am still working on having merck provide details of lots, etc¿ sku is 2203e. 2 haarlem lots were shipped by air on 11/6 and they are in the bd distribution center in xxx on 11/19, they will be delivered to merck by 11/22. The third lot was sent by ship and is ahead of schedule, could arrive early. Mold has been shut down and the inventory is currently at 720k safety stock. Bd mold refurbishment components, they were received on 11/15. New injection mold discussion with bd needs to be re-scheduled, they had a legal concern with the open discussion. Still legal discussion going on. Leakage complaints, discussed with bd leakage complaints that merck has received. Discussed how bd has received mdrs on the FDA website for leakage complaints and can xxx find someone from bds qa/ra team that can provide input on what they have seen with their leakage investigations. Xx to send xxx a list of the MDR's we have seen where bd vial adaptor leakage was documented. Xxxx will send complaints to bd. We will then move forward with.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.the actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #: 2203e batch#: unknown it was reported by customer that leakage.